Event description:
A portion of the ceramic tip broke off into the joint during use. The piece was retrieved from the joint at the time of the event. Contact reported no adverse patient event as a result of this situation. If this was to recur and the fragment not retrieved, it is possible that patient injury could potentially occur.